Manufacturer narrative:
This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false elevated architect stat high sensitive troponin-I result for 66 year old female patient. (Customer reference range: < 0.0156 ng/ml) initial result = 0.137ng/ml the patient had no symptoms of myocardial infarction. Patient has history of hypertension, coronary atherosclerotic heart disease, and stable angina pectoris. No impact to patient management was reported.

Event description:
The customer observed a false elevated architect stat high sensitive troponin-I result for 66 year old female patient.(customer reference range: < 0.0156 ng/ml)initial result = 0.137ng/mlthe patient had no symptoms of myocardial infarction. Patient has history of hypertension, coronary atherosclerotic heart disease, and stable angina pectoris. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included results included a review of data and information provided by the customer, a search for similar complaints, ticket trending review, labeling, device history records, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review on lot 41059ud01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 41059ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for lot 41059ud01. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 41059ud01 was identified.all available patient information was included. Additional patient details are not available.